Event description:
The generator analysis was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
An implant card was received on (B)(4) 2013 indicating that the new m103 was explanted on (B)(6) 2013 due to neos (near end of service) = no. The vns generator was replaced with an m105 and the lead impedance was ok with 2375 ohms. The patient¿s settings after the surgery was output current= 2.25 ma/ frequency= 20 hz/ pulse width= 13 usec/on time= 7 sec/off time= 0.3 min / magnet output current= 2.5 ma/ pulse width= 130 usec / on time= 60 sec. The explanted vns generator was returned to the manufacturer on (B)(4) 2013 for product analysis. A return product form was received on (B)(4) 2013 which indicated that the vns generator was not at eos and the vns generator was explanted prophylactically due to ifi (intensified follow-up indicator) = yes.

Event description:
On (B)(6) 2013 it was reported that the vns patient¿s device was interrogated, date unknown, and upon interrogation the device revealed ifi=yes and device failure. It was unknown what was meant by the physician¿s statement that there was a device failure; the nurse stated that this was just what was in the physician¿s notes. She also reported that the patient experienced an increase in seizure which began on (B)(6) 2013. The patient has multiple seizure types: intractable mixed epilepsy, atypical absence, myoclonic, tonic, and complex partial seizures with and without secondary generalization. It was unknown if the patient experienced an increased in each seizure type. The patient underwent prophylactic generator replacement on (B)(6) 2013. It was stated that pre-operative diagnostics were ¿ok¿. Post-battery change both system diagnostics were within normal limits. Additional information was requested from the physician but no further information was received to date.